Event description:
We have encountered multiple reported events where infusions were not infusing (vasopressors, oxytocin, fentanyl). In our investigation, the upstream occlusion alarms had been suspended and staff did not take note of the icon on the pump screens. While this is a learning opportunity for our staff, is there a way to engage a time-limiting feature to the alarm suspension, such that the pump alarms when the alarm has been suspended for a few minutes?